Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was noted to be kinked/bent at 33cm from the proximal end, the guidewire ptfe (polytetrafluoroethylene) coating was noted to be damaged from the tip of the proximal end to 41cm, the guidewire was found to be broken/fractured roughly 208.5cm from the proximal end, and the distal fractured segment was not returned, confirming the reported event. The core wire, nitinol hypotube, and platinum wire were noted to be fractured on the proximal segment. The hydrophilic coating was hydrated and there were no anomalies noted. No other anomalies were noted to the returned device. A functional test for outer coating ¿ pass. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire broken/fractured during use and un-retrieved device fragments were confirmed based on the analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the third pass of thrombus retrieval performed for occlusion of the rt. M2, a non-stryker microcatheter was guided to the target vessel using the subject guidewire and it became difficult to select the vessel. It was confirmed that the guidewire was detached during the procedure and the broken portion remained in the rt. M2 to rt. Ic. An attempt was made to retrieve the fractured guidewire using an ene snare and goose neck snare; however, the fractured portion could not be retrieved and remained inside the patient. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was normal, the guidewire tip was shaped 45 degrees, the introducer was used when inserting the guidewire, and there was no friction/resistance encountered during the procedure. Based on the analysis, it is probable that the guidewire experienced high tension and/or torsion forces while navigating inside the microcatheter to the target vessel, and this caused the wire to fracture first on the nitinol hypotube and then at the core wire and platinum wire. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire broken/fractured during use' and 'un-retrieved device fragments' as well as the as reported 'device difficulty engaging target vessel' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe (polytetrafluoroethylene) coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire ptfe coating peeling' and 'guidewire kinked/bent' since these defects are associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during thrombus retrieval for occlusion of rt. M2. In the third pass, when a non-stryker microcatheter was guided to the target vessel using the guidewire (subject device), the operability of the guidewire (subject device) became poor, and it was difficult to select the vessel. It was confirmed that the impermeable portion of the guidewire (subject device) was detached during procedure. The broken off portion remained from rt. M2 to rt. Ic, and an attempt was made to retrieve it using ene snare and goose neck snare, but unable to retrieve it, and the procedure was terminated with it remaining in the patient¿s body. There was a surgical delay of 120 minutes due to the reported issue. No health damages were reported.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during thrombus retrieval for occlusion of rt. M2. In the third pass, when a non-stryker microcatheter was guided to the target vessel using the guidewire (subject device), the operability of the guidewire (subject device) became poor, and it was difficult to select the vessel. It was confirmed that the impermeable portion of the guidewire (subject device) was detached during procedure. The broken off portion remained from rt. M2 to rt. Ic, and an attempt was made to retrieve it using ene snare and goose neck snare, but unable to retrieve it, and the procedure was terminated with it remaining in the patient¿s body. There was a surgical delay of 120 minutes due to the reported issue. No health damages were reported.